Event description:
It was reported that during an outpatient visit, the patient reported an unknown sound had sounded early in the morning. Log files were obtained, and no abnormalities were found. Three days later, the unknown sound occurred again. It was noted that the patient had a history of subcutaneous implantable cardioverter defibrillator (s-ICD) implant, but it was confirmed the device had been removed. There were no findings of suspected pump thrombosis. The next day the patient was hospitalized, and the suction detection alarm was turned on to investigate the cause of the unknown sound further. The sound continued for about three hours following the day after admission and lasted for about three hours. The sound was small and difficult to record; it was only possible to confirm with a stethoscope, but the sound seemed to be a "curve" that polishes the glass; it seemed to be irregular when the flow increased on the waveform. A computerized tomography (CT) examination confirmed that air was mixed into the patient¿s mediastinum. It was further reported that air ingress was believed to have been caused by surgical procedures four times in the past and was unlikely caused by the ventricular assist device (vad). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician commented on the friction of the pericardial sound. It was noted that it could be from the lungs or interference from the gore-tex sheet wrapped around the heart. There was no increase in inflammatory response, so the vad was not replaced and the patient's clinical course was observed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the investigation summary. Revised product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis revealed power consumption to be within normal operating range within the analyzed period through 23-nov-2021. No alarms were logged within the analyzed period. Review of the video provided by the site revealed evidence of a sound that was recorded. As a result, the reported ¿unknown sound¿ event was confirmed. Of note, it was reported that the sound was likely associated with a frictional murmur of the pericardial sound and air leakage from the lungs. Based on the investigation conducted, there was no evidence of a device malfunction that may have contributed to the reported sound event. Based on the available information, a possible root cause of the reported event may be attributed to a frictional murmur of the pericardial sound and/or air leakage from the lungs, as described in the event details. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the reported history of lung damage, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the respiratory surgeon intervened during the vad implantation surgery and repaired the patient's lungs. Of note it was also reported that it was a frictional murmur of the pericardial sound and air leakage from the lungs.

Manufacturer narrative:
A supplemental report is being submitted for an update to b5.desc evt problem. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis revealed power consumption to be within normal operating range within the analyzed period through 23-nov-2021. No alarms were logged within the analyzed period. Review of the video provided by the site revealed evidence of a sound that was recorded. As a result, the reported ¿unknown sound¿ event was confirmed. Of note, it was reported that the sound was likely associated with air leakage from the lungs. Based on the investigation conducted , there was no evidence of a device malfunction that may have contributed to the reported sound event. Based on the available information, a possible root cause of the reported event may be attributed to air leakage from the lungs, as described in the event details. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the reported history of lung damage, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.